Manufacturer narrative:
Apoc incident: (B)(4). The investigation was completed on 24-feb-2026. A review of the device history record (DHR) confirmed the cartridge lot met finished goods (fg) release criteria. A deficiency has been identified for hs-tni cartridge lot a25167a. While retained cartridge testing met the acceptance criteria for the detected error (dt) and undetected error (udt) rates outlined in (B)(4) (product complaint level 2 and level 3 investigation procedure), the fg release specification for standard deviation (sd) per (B)(4) (cartridge finished goods test specification) was not met. Root cause will be investigated in quality record (qr) (B)(4).

Event description:
Na.

Manufacturer narrative:
Apoc incident # (B)(4) apoc labeling will be evaluated during the investigation as pertaining to the event.

Event description:
On (B)(6) 2025, abbott point of care was contacted by a customer regarding I-stat troponin cartridges that yielded discrepant false positive results on a patient. There was no patient information, no details surrounding the event. Cartridge lot# information was not available at the time of this report. Method : date : tested result: beckman dxi600, (B)(6) 2025 , 19:54 2.3 ng/l, I-stat, (B)(6) 2025, 20:11 82.3 ng/l. Facility cut offs: beckman 17.9- hs I-stat 21 -hs. 99th percentile 90% ci sex n (ng/l, pg/ml) (ng/l, pg/ml), female 490 13 (10, 17), male 404 28 (19, 58), overall 895 21 (14, 30).